Event description:
The customer reported the battery pins were bent. The device was not in use on a patient.

Manufacturer narrative:
One battery pca was returned for failure analysis. The reported problem was verified during visual inspection - j1 pins 7 and 8 were found to be bent and compressed.